Event description:
The customer called to report that the insulin pump screen occasionally goes blank. The customer stated that he usually has to tap the insulin pump on the countertop for the screen to come back to normal. The customer did not want to troubleshoot and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.